Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices following an unrelated surgery. As a result, the patient's ipg was explanted and replaced, restoring therapy. An analysis was performed on the ipg logs and it was confirmed that the ipg entered the service application state and was unable to communicate with external devices.